Event description:
Patient reported experiencing a hypoglycemic event, while wearing the device. Pt stated that, at 2:00 am, in 2004, pt began convulsing in pt sleep. Patient's spouse treated pt with a shot of glucose. No additional treatment was received. When pt tested pt blood glucose, it measured 39 mg/dl.